Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch select meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall the date or time of when the issue first began. The patient reportedly obtained an unknown blood glucose result on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with insulin self-adjuster and reported increasing her dose of insulin based on her readings. The patient stated that at approximately 2 hours after the alleged product issue began she developed symptoms of shivering, dizziness and hunger. She reported that she self-treated with food, ¿a couple of spoons of sugar¿. The patient denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired and the patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.